Event description:
On (B)(6) 2013, (B)(6) identified that shortly after start, blood was dripping out of the gas exhaust port (lot number 70085684). (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Further investigations are in progress for that issue. (B)(4).